Manufacturer narrative:
No conclusion code available; the reported field event of an inability to communicate with the device was confirmed in the laboratory and was found to be due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion. (B)(4).

Event description:
It was reported the patient presented for routine follow up when it was discovered the device could not be interrogated. The device was explanted and replaced. The patient tolerated the procedure well and will be followed normally.